Manufacturer narrative:
(B)(4).this complaint for a report of a low drain volume alarm was confirmed. The root cause was air in patient line. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the home choice (hc) during use during initial drain. The drain volume was 6ml and the last fill volume was 2000ml. The initial drain alarm setting was unknown. The patient was not starting therapy dry. The technical service representative (tsr) had the home patient (hp) check the patient line for kinks, clamps, and occlusions, then pull up on the lines at the hc door, close and reopen the transfer set 3 times, check the patient line for air or fibrin, reposition, and resume initial drain. The alarm repeated. The hp stated that an air bubble popped up at the catheter. The tsr assisted the hp to end therapy and advised to contact her registered nurse about a possible blockage. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver (cg) on (B)(6) 2012. She stated that the patient had spoken with his nurse and the nurse felt that the air was caused by a catheter positioning issue. The nurse had told the patient that the catheter may just be laying against the membrane wall. The cg stated that there was nothing unusual about the supplies that night. There were no samples or lot numbers available. Therapy since has been going well, and there were no adverse effect reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.